Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the solo catheter was withdrawn to support the stylet, the catheter was found to be adhering to a white flocculent, the customer will replace the catheter with a new catheter placement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign matter on the stylet is confirmed but the root cause remains unknown. The product returned for evaluation was two 4fr sl powerpicc solo catheters, each with a stiffening stylet inside of them, and one t-lock assembly with stiffening stylet. A gross visual inspection of the returned sample found that all three stylets had a white substance scattered along the length of the stylet. Inspection of the white substance under a microscope found that the material appeared bunched and peeling. Additionally, the material appeared to partially coat the stylet wire. The observed features indicated that the substance was likely the hydrophilic coating applied to the stylet during manufacturing. The coating was delaminated; however, the investigation did not identify any evidence to determine what caused the delamination of the coating. Potential factors which may have contributed to the observed defect include exposure to incompatible chemicals, unidentified environmental factors affecting the properties of the coating, withdrawal of the stylet through a dry t-lock prior to flushing the system, and withdrawal of the stylet across the edge of the t-lock body. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the solo catheter was withdrawn to support the stylet, the catheter was found to be adhering to a white flocculent, the customer will replace the catheter with a new catheter placement. No other information was provided.